Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Ulcer is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in the (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube.it was reported (B)(6) 2019 that on an unknown date, the patient¿s peg-j's tip was glued in the abdomen and caused an ulcer which started to bleed. Patient had a very low hemoglobin level, after which she had a blood transfusion. Patient had dark stool, for which conservative management was the treatment, not otherwise specified. No further information on the outcome.